Event description:
It was reported that on remote transmission it was observed that the atrial impedance was fluctuating at times. From the trends this appeared to be normal. The right atrial (ra) lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154awg implantable cardioverter defibrillator (ICD) (B)(6) 2007; 6947 implantable tachy lead (B)(6) 2007. (B)(4).